Event description:
It was reported that the tip of the unit fell off inside the pt. Further, the case was delayed for an hour while searching for the tip. The tip was recovered.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.